Manufacturer narrative:
Although the customer initially reported a service code, review of the AED's internal log files determined that the service code after battery replacement was due to the previous battery fully depleting within the unit. Further analysis indicated that the battery life expectancy was reduced as a result of the customer's failure to promptly address repeated red asi warnings. On (B)(6) 2024 the AED identified that the AED battery was getting low and attempted to alert the user by flashing its red asi and chirping. The AED continued to flash and chirp until (B)(6) 2024 when the battery pack was measured at a critically low state and the AED began reporting replace battery pack now. The AED continued to flash and chirp until (B)(6) 2024 when the battery pack became completely depleted. There was no evidence in the electronic logs of any human interaction to address the aeds condition until (B)(6) 2024 when a replacement battery pack was inserted into the AED. The review identified that the AED is functioning as designed and can stay in service. Once the new battery was installed and a manual self test performed the AED functioned as designed and was able stay in service.

Event description:
A customer reported that their AED's asi is flashing red and reporting a service code. The customer did not report this occurring during patient use.